Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the left master tool manipulator was moving in the opposite direction. The movement was not intuitive. The instrument was inside the patient when the issue occurred. The customer confirmed the issue occurred when the surgeon removed hand while the surgeon¿s head wa inside the surgeon console¿s high resolution stereo viewer. A back-up force bipolar instrument was used to resolve the issue. There was no patient injury.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, master tool manipulator left (mtml) moved non-intuitively. Intuitive surgical, inc. (Isi) clinical sales manager (csm) received phone assistance from technical support engineer (tse). The customer replaced the instrument, but the issue persisted. After, the issue was resolved; however, the solution detail was not provided. The tse confirmed no related errors in the logs. The tse advised the csm to use another universal surgical manipulator (usm) arm if mtml issue persisted. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The reported event was addressed with phone support. The customer replaced the instrument, but the issue persisted, however, was resolved with no solution details. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.